Manufacturer narrative:
As of today the lead has not been received for analysis. Should the lead be received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed high pace impedance measurements. The patient was seen for a revision procedure where the lead and device were explanted. A source of the clinical observation was not determined. There were no additional adverse patient effects reported. The hospital retained possession of the products.